Event description:
On (B)(6) 2024 the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that the patient was noted to have new onset right upper extremity and right lower extremity weakness on (B)(6) 2024. CT scan performed on (B)(6) 2024 revealed an acute-subacute ischemic stroke in left posterior middle cerebral artery (mca) territory. According to the site, the berlin heart excor blood pump pu valves; 10 ml in/out; ø 6 mm functioned as intended, with complete fill and ejection. Deposits were noted in the pump.

Manufacturer narrative:
The excor blood pumps pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The affected pump, sn (B)(6) remains on the patient and continues to be monitored due to patient returning to baseline at the time reported by the site. The event occurred on 2024-11-18, (91 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.